Manufacturer narrative:
Additional information requested but not received.

Event description:
It was reported that the patient presented for a leadless pacemaker implant procedure. During the procedure, an atrial device was repositioned. The device functioned normally. However, a pericardial effusion was later observed, and it was suspected that a tear may have occurred during repositioning and fixation. No intervention was reported. Patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information noted that perforation was suspected post procedure when patient experienced shortness of breath. Base of the right atrium (ra) was perforated. Ultrasound was performed and determined that there was an effusion. Pericardiocentesis was performed as a resolution and device remains implanted. Patient condition was stable.